Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision. Asr xl acetabular system - right. Reason(s) for revision: pain. Update received: 6th february 2014 - amended revision date: (B)(6) 2012 and amended (B)(4). Update - amended revision date taken from claimsuite dated 19th feb 2014. Update received: 17th june 2014 - attached unanswered query document, added manufacturing dates, amended revision date: (B)(6) 2012, added further reason(s) for revision: alval / soft tissue reaction and loosening - the femur component is attached distally, but is loose in the transition from the prosthesis to the hydroxyapatite - queried 3 times, but not confirmed whether stem or head was loose. Update received: 23rd june 2014 - attached kennedys document, marked as legal, added kennedys reference number, amended implant date: (B)(6) 2006 and amended revision date: (B)(6) 2012.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ asr revision; asr xl acetabular system - right; reason(s) for revision: pain. Update received: (B)(4) 2014 - amended revision date: (b)(64) 2012 and amended (B)(4) reference number: (B)(4). Update - amended revision date taken from claimsuite dated (B)(4) 2014. Update received: (B)(4) 2014 - amended revision date: (B)(6) 2012, added further reason(s) for revision: alval / soft tissue reaction and loosening - the femur component is attached distally, but is loose in the transition from the prosthesis to the hydroxyapatite - queried 3 times, but not confirmed whether stem or head was loose.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.